Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope, had debris in channels (including sub-conveyor channels). The issue was found during the preparation for use. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) light guide lens is broken, b) there was a crumple at the connecting tube, c) the condition of light guide bundle is not good, d) liquid leaks due to damage of channel tube, e) there is crease at the charged coupled device lens, f) the adhesive part of bending section cover is broken, g) switch1 is worn, h) switch is not functioning due to corrosion of switch box, I) switch2 is cut off, j) angulation to the upward direction is out of standards due to worn of angle wire, and k) the gap of the upward/downward knob is out of standards due to worn of angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h4, h6, h10. Corrected fields: e2, e3, g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. Upon further follow up, it was reported that reprocessing steps were not performed. It is likely the material remained in the device because reprocessing steps were not performed at the user facility due to a discovered biopsy channel leak. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operational "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.